Manufacturer narrative:
H4: device manufacture date ¿ the lot 23f030 was manufactured between june 21-23, 2023. H11: the device was received for evaluation. A visual inspection was performed, and the blue winged luer cap was missing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap was not attached to the large volume intermate. This issue was discovered before patient use. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between june 21, 2023 to june 23, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo observed that the device was missing a blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.